Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, a vial with a red particle was received for evaluation by our quality team. The red particle within the vial appeared to be a piece of the rubber vial component. However, the bd needle product was not provided, therefore, an examination of the needle could not be performed. Based on the provided sample and feedback, an issue of needle coring could be confirmed. We would like to inform you that new material 303262 has a regular bevel in comparison to material 304322 which had a short bevel. This means that the way the needle punctures the vial changes. For material 303262, the angle of penetration for the vial should be between 45 to 60 degrees. Taking into account the preventive measures and controls in place during the manufacturing process, it is unlikely that the coring was caused by poor or insufficient de-burring of the cannula. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. Please find attached the job aid ¿bd-110636 how to reduce coring with a sharp needle¿ which explains how the handling should be performed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 18x1-1/2 rb tw was coring. The following information was provided by the initial reporter translated from french to english: "when you draw a medicine from a small vial, you get core plugs." When you draw medicine from a small vial, you get core plugs with 16 and 18 g needles (ref(B)(4). This is very annoying. We previously had 19g needles, with which we had no problems, but I can't find the reference (ref 301500 ??) And, above all, I don't know if 1) this reference still exists 2) if you have it in stock. When did the incident occur? During use further information provided: - could you indicate the batch number of the defective product? No, but it's not a problem related to a specific batch - did the defect result in serious injury? No, but it could if the sprue from the cap was injected into the patient - did the treatment plan need to be changed as a result of this incident? No - was medical intervention required as a result of this incident? No - were any other actions necessary as a result of this defect? Yes, you have to look carefully every time if you see a "fish" circulating in the bottle - could you confirm the availability of a physical sample for the survey (yes/no)? Yes if yes, please provide us with the full pickup address, contact name and number, service name, floor number, and any other additional details such as (pickup at reception, goods in the yard, etc.) And we will schedule a sample pickup request for you using the tnt carrier. Pharmacy of the saint pierre clinic avenue reine fabiola 9 1340 ottignies parcel ready at our pharmacy warehouse workers - could you please specify if the samples are: unused (before use) / used (during or after use)? Used important: if the samples have been used, please confirm if they have been used or if they are contaminated with blood or cytotoxic drugs. No risk - if it is not possible to return the physical sample, could you provide detailed photographs of the affected product label? ---------------------- in my opinion, the product is not defective as such. It was used as a needle in a bottle of aacidexam. We have kept this bottle and we can provide it to you. On the other hand, your range is missing a 19g needle, a device that existed before and which was perfectly suitable. The 16 and 18g needles easily prick a bottle but give a risk of coring (which happened to us with several 18g eels). We're going to try blunt needles soon, but I'm afraid the anesthesiologists will find it too difficult to stick into the bottle. We will also take as a temporary solution an order of 19g needles that are still with you, out of the catalogue.